Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative indicated the hcp thought the issue had been related to sensitivity to dosing, but the patient had also developed an infection. The cause of the infection was unknown. No diagnostics were done. The patient was on antibiotics, and the system was explanted. The representative did not believe the patient was still in the ICU and though he may have been back in rehabilitation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-19, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving lioresal 2000mcg/ml at 150 mcg/day via an implantable pump for an unknown indication. The patient's medical history included cerebrovascular accident (cva) left hemiplegia. The patient's concomitant medications were unknown. On (B)(6) 2016, the patient's pump and catheter were replaced (see mfg report #3004209178-2016-09273). On (B)(6) 2016, the patient experienced decreased spasticity and increased active movement on the left side. He was unable to bear weight or walk. He was admitted to the intensive care unit (ICU) after surgery for monitoring; he was sleepy but no respiratory depression was noted. On (B)(6) 2016, his dose was reduced to 100 mcg/day. They were awaiting the results of the dose decrease before a discharge plan was made. The patient's status was reported as alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.